Manufacturer narrative:
Philips service reloaded the application software and verified system status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision pc failed to boot and was resolved via power cycle and software reload on an allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.